Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2021-17996. It was reported that the patient was not receiving effective therapy from their system. Imaging revealed that the patient's leads had migrated. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein a new s3 lead was implanted and the previous s3 lead was disconnected and left implanted. Postoperatively, the patient has effective therapy.